Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b4, g4, g7, h10. Additional: h6. Event summary: it was reported that patient was implanted in 1994 with a total hip prosthesis. An product ID inquiry has been received, as there is implant wear. No revision surgery is scheduled so far. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it remains implanted. Conclusion summary: the investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays nor any other medical documents were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. The implant is implanted for 25 years, therefore material degradation cannot be excluded. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted in 1994 with a total hip prosthesis. An product ID inquiry has been received, as there is implant wear. No revision surgery is scheduled so far.

Manufacturer narrative:
Medical devices: spotorno tep/taper catalog no# unknown; lot no# unknown, alumina ceramic head catalog no# unknown; lot no# unknown, sl cementless shell 60 catalog no# 946099; lot no# unknown. The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and planned for revision surgery due to implant wear.